Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged stryker valve due to ineffective handling was found, fuse locking mechanism defective, and angle piece has excessive play.

Event description:
Device was returned for service. During service, technician found safety locking mechanism defective. Hose has a hole. Motor gets hot, is loud, and has vibrations. Hole in hose. This is report 1 of 1 for (B)(4).